Event description:
It was reported that the device displayed the ok symbol in the readiness indicator but failed to turn on during routine device testing. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.